Event description:
It was reported that near the end of the case the staff noticed a strange burning smell. The doctor decided to take one more look around with the scope and noticed burn-like spots on the patient's liver. The instrument was not used to specifically cauterize the live and the tip of the probe had burned through the sheath.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the reported failure can be due to: power set too high generator power malfunction and/or user misuse or overuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that near the end of the case, the staff noticed a strange burning smell. The doctor decided to take one more look around with the scope and noticed burn-like spots on the patient's liver. The instrument was not used to specifically cauterize the live and the tip of the probe had burned through the sheath.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.